Event description:
It was reported that the iab was inserted through an introducer sheath without any problems. The next day, the balloon on the iab ruptured when the patient was on bypass. The pump experienced helium leak alarms and blood was seen entering the helium tubing. The iab was removed and replaced without any complications.